Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital where it was observed that the device pocket was infected and ulcerated. The patient was admitted to the hospital and the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital where it was observed that the device pocket was infected and ulcerated. The patient was admitted to the hospital and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was successfully interrogated and the memory was downloaded. The infection allegation could not be confirmed by laboratory analysis; no device issues were noted that would have made infection more likely than what is described in the instructions for use as a known inherent risk of the use of this product.